Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation findings: an investigation for this reported problem is unable to be completed, as the product is not expected for return.

Event description:
During an acl (soft tissue), the surgeon drilled the tunnel, tapped and during insertion of this matryx screw (about 3/4 of the way inserted) the screw broke at the proximal end, cracked down the middle and broke into fragments. The surgeon used a ronjair to remove the fragments but is unsure if all were retrieved. The surgery was completed with another brand of implant. There is no known injury to the patient but there was delay time to the procedure.